Event description:
Consumer complaint of erratic blood results. Back to back blood tests performed a the time of the call resulted in 172 mg/dl and 165mg/dl. Last 4 results in memory were 169mg/dl, 254mg/dl, 144mg/dl and 140mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. Back to back blood tests performed at the time of the call resulted in 172mg/dl and 165mg/dl. Customer states fasting range should be around 130mg/dl. Last 4 results in memory were 169mg/dl, 254mg/dl, 144mg/dl and 140mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.